Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 195 mg/dl on their blood glucose meter. The consumer immediately tested again, using the same meter and test strips getting a result of 70 mg/dl. The consumer was experiencing symptoms of a hypoglucemia event that required no outside emergency intervention. During the call, it was revealed that the consumer improperly stores their test strips. It was also discovered that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.